Event description:
Procedure type: cholecystectomy. Patient gender: unk. According to the reporter: when inserting the grasper through one of the 5mm ports little pieces of the seal fell into the pt. The scrub nurse noticed it and took action at once. They retrieved the little pieces of rubber from the pt's cavity and put them into a box which is now sent back. The seal is noticeable missing from one of the 5mm cannulas. Scrub nurse put her finger on top of the broken trocar through out the operation. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
(B)(4).